Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector solus p120j experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: when preparing cetuximab(chemo), coring occurred. 2fms like fragment of coring were found in the infusion bag.

Manufacturer narrative:
H.6. Investigation: two protectors and one connector attached to an infusion bag were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, however, two grey particles were observed inside the infusion bag. Characterization testing was performed and determined to be consistent with the phaseal membrane. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time. H3 other text : see h.10.

Event description:
It was reported that the protector solus p120j experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: when preparing cetuximab(chemo), coring occurred. 2fms like fragment of coring were found in the infusion bag.